Event description:
Review of complaint information reported a diabetic doctor had a patient suffering from ketoacidosis. A ketone urine test was performed, which was positive. The xceed meter was given to the patient to measure their ketone level, the meter gave a negative reading. There is no further information available at this time. The patient has been informed that once the other patient is born, they will need to stay in hospital to be monitored.